Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging, with a follow-up planned by technical support. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.